Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® aaa endoprostheses and gore® molding and occlusion balloon catheter (mob) in zone 9. It was reported that the patient had calcified iliacs, especially on the left side. After placing the trunk ipsilateral component (rlt311413) up the right side and the contralateral leg component (plc121000) up left, the physician ballooned with a mob37 at the proximal neck and then at the left common iliac. The stent ended right above the iliac bifurcation. The proximal common was stenotic. It appears the mob inflation tore the iliac bifurcation. The stents were undamaged. Shortly after ballooning, the patient's pressure and heart rate dropped. They did compressions and transfusions along with epinephrine. They placed an 1159 gore® viabahn® vbx balloon expandable endoprosthesis but it wasn't placed high enough. The physician placed an iliac extender (pll16207) and ballooned with a mob37. This sealed the leak. The patient was stabilized and transferred to the intensive care unit (ICU). The physician believes ballooning aggressively caused the reported issue.

Manufacturer narrative:
The gore® molding and occlusion balloon catheter instructions for use (IFU) states: possible adverse events and complications that may occur with the use of the this product and which may require intervention include, but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.